Event description:
It was reported that post op to the linx procedure, there was an explanting of the device. No other details could be given at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? A follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2022. On what date did the explant take place? (B)(6) 2022. What is the product code? Lxmc16. Lot #? 28781. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Is the patient currently taking currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Post-prandial chest pain due to hiatal hernia. Was there any hiatal or crural repair done at the same time as the implant? Hiatal hernia repair was mesh used at time of implant? No. What was the reason for removal of the linx device? Slippage of cardia of stomach under the device at the time of removal, was the device found in the correct position/geometry at the time of removal? No. Have the symptoms resolved since the device was explanted? Yes. Will the device be returning for analysis? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring?

Manufacturer narrative:
(B)(4). Date sent: 7/26/2022. Investigation summary; an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 28781, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.